Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Two days after the onset of event, the patient was hospitalized and began treatment with vancomycin injection (1g, intraperitoneal and discontinued after 7days), amikacin injection (500mg, intraperitoneal and discontinued after 7days) and meropenem injection (1g in one bag, intraperitoneal and discontinued after 7 days) for this event. Dianeal therapy was ongoing. At the time of this report, the patient was still hospitalized and has not recovered from the event. Pd catheter was removed and the patient is now on hd twice a week. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.